Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was in between 400 mg/dl to 500 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer did not mention any symptom related to high blood glucose level. Customer reported insulin pump had no delivery alarm which did not occur during manual prime. Customer reported event was resolved by changing complete set. The device will be returned for analysis.